Manufacturer narrative:
Date of submission: 29-jul-2018. Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: during the investigation, the keypad was found to be intact and all keys were found to be unresponsive. The pumps cover was removed, and internal moisture was found on the printed circuit board and the keypad connector. The keypad cover was removed, and no contamination was found under the key contacts. Unrelated to the original complaint moisture was found behind the display lens. A leak test failed due to a base crack on the front of pump between the case seal and the keypad.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up, down, and ok/enter button's were under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.